Event description:
Product was sent in for an unrelated issue. When it was tested, it was noted that the product has a chipped blade mount. There were no adverse consequences reported.

Manufacturer narrative:
A chip in the blade mount was discovered during a visual inspection at the MFR. The device was repaired and returned to the customer.